Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe generator was analyzed and the reported failure was confirmed and replicated. During power-on test, the error c-34 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The probable root cause is attributed to a low voltage detected on start-up high frequency (hf) voltage measurement due to an electrical component failure in the erbe generator. This issue can be resolved by replacing the erbe generator.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure; the customer reported to technical service engineer (tse) that error c-34 error was observed when firing monopolar with erbe generator. The customer rebooted the erbe, changed the energy cable and switch to other port and on the second port there was an external device connected using that one also provoked the error. Tse instructed to set the monopolar output to classic mode which resulted in lower energy to be used. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.